Event description:
It was reported 2 days after closure with an angio-seal vip the pt was diagnosed with a pseudoaneurysm. A fibrin injection was used to treat the pseudoaneurysm.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible as the lot number was unavailable. Based on the info rec'd, the cause for the event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.